Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/3/2016 with the following findings. Battery compartment cracked below bumper pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a lbattery compartment crack. This report is made based on the results of an investigation completed on (B)(6) 2006.